Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings: a review of the black box showed one unexplained power on reset, and one power on reset after a replace battery alarm. The battery compartment twas cracked on the side at the threads, and cracked above and below the bumper pad. The battery compartment threads were stripped. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. The power complaint was duplicated. A new test battery cap was able to fit to maintain an electrical connection. The rewind, load, and prime steps were performed successfully. The test battery cap was used to complete 24 hour duration testing. No power on resets were duplicated during 24 hour testing. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked and the pump had an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery